Event description:
Reporter indicated a vns therapy pt committed suicide. The exact date of the death is unk. The physician does not believe the suicide is related to vns but does not know for sure, is not sure unless he reviewed the autopsy. Device diagnostics performed in 2009, were within normal limits. The physician stated "although the pt had a lot of issues going on, this came as a total shock," as he did not know of any increase in depression lately." Attempts to obtain the autopsy report and additional details of the event have been unsuccessful to date.